Event description:
Reportedly, the device was interrogated two times during the follow up performed on (B)(6) 2015. The device was successfully interrogated for the first time and all statistics data were available. However when the device was interrogated for the second time, the device was found in back-up mode.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was interrogated two times during the follow up performed on (B)(6) 2015. The device was successfully interrogated for the first time and all statistics data were available. However when the device was interrogated for the second time, the device was found in back-up mode.